Event description:
It was reported that the patient presented to the hospital for a routine generator replacement. During the procedure, the chronic right atrial (ra) lead pin could not be fully inserted into the new pacemaker header. Attempts were made to remove the ra lead; however, the lead was stuck, and further attempts caused stretching of the lead insulation while the pin remained in the header. The ra lead was subsequently capped on (B)(6) 2026, and the pacemaker was not used. Instead, a new single-chamber pacemaker system was implanted. The patient experienced no adverse consequences.